Manufacturer narrative:
(B)(4). Date sent: 12/09/2025. D4: batch #unk. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a white cartridge inside its packaging. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2025. D4: batch #462d08. Corrected data: d4 (expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gcflgw reload was received with the one-piece sled missing and unfired making it nonfunctional. No functional test was performed due to the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. The event described of malformed staples could not be confirmed as no malformed staples were observed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 462d08, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy procedure, it was observed that the staples were malformed after firing. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2025. D4: batch #unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gcflgw with lot number 486d74; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.